Event description:
It was reported that the device did not deliver a shock while in use on a patient. The patient was transferred in stable condition.

Manufacturer narrative:
This report is being retracted as it is a duplicate of the report submitted on MDR# 3030677-2025-001833. Please disregard this report.